Event description:
It was reported that the patient experienced an abscess near the clik anchor incision site that was determined to be positive for staph infection. The patient was admitted to the hospital where a wound debridement was performed and IV antibiotics were administered. The patient was expected to fully recover post-procedure. The physician assessed it was a potential infection of the suture, he believed the infection was superficial and had no impact on the scs system.